Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
3 of 3 reports (same patient, different products, different events). Other mfg report numbers: 3013886523-2022-00072, 3013886523-2022-00073. A facility reported a young patient had a certas plus implanted in (B)(6) 2019. Patient had revision surgery due to malfunction of shunt on (B)(6), 2020. A progav was implanted. Patient had signs of shunt malfunction, a revision surgery was done on (B)(6), 2020, and a certas plus was implanted ((B)(4), lot 576529). The patient had an MRI scan (unknown date) showing signs of shunt malfunction (slit ventricles), surgeon tried to change valve setting without success, so another revision surgery was done on (B)(6), 2022. A certas plus ((B)(4), lot 4940612) was implanted. Patient showed no improvement, then another revision surgery was done on (B)(6), 2022. The certas valve was replaced with a competitor valve.

Event description:
N/a.

Manufacturer narrative:
The certas valve was returned for evaluation: failure analysis - the valve was visually inspected; no defect was noted. The valve passed the tests for programming, occlusion, leaks, reflux, siphon guard and pressure. The catheter was irrigated no occlusions noted. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the problem reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no functional issues were noted.